Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that during a routine device interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD), a battery depletion alert was noted. Boston scientific technical services (ts) was consulted and discussed that since the patient recently had surgery they may have been exposed to a magnet, which may have caused an unintended battery depletion alert. Ts suggested sending in the data for review will aide in determining the reason for the message. The field representative noted that the patient information was not stored to the memory card, thus no data will be sent in for review. The field representative is unaware of any further follow up at this time for this patient. The s-ICD remains in service and no adverse patient effects were reported.